Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that no intervention was carried out for the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 74 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the endurant was implanted in a tortuous neck. On the final angiogram, the right renal artery could not be imaged. As per the physician, the cause of the event was not due to coverage of the renal artery with the stent graft. It was thought that since the tortuosity was severe, a slight dissection may have occurred, and the dissection flap may have covered the renal artery. No additional clinical sequelae were reported and the patient is being monitored.